Event description:
The reporter stated the surgeon implanted an 11.5 mm icm115v4 implantable collamer lens in patient's left eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length lens. Patient's last visit on (B)(6) 2012, ucva was 20/20.

Manufacturer narrative:
(B)(4).